Event description:
Consumer stated the tip broke off the handle after 4 uses and was lodged in her teeth. She was able to remove it on her own. She said this is not the first time this has happened. She's been using them for years without issue but lately they are breaking with little use. No injury was reported nor did she seek medical attention.